Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had an intermittent image. The issue was found during an unspecified diagnostic procedure that was able to be completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact caused by fluid adhering to the inside of the video connector receptacle. Based on the results of the investigation, it is likely the following led to the malfunction: video image is interrupted due to poor contact caused by fluid adhering to the inside of the video connector receptacle. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.